Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from spain reported potential false positive sars-cov-2 results when using the cobas sars-cov-2 test for use of the cobas 6800/8800 systems compared to retest on genxpert. The customer indicated they retest some positive samples from the initial cobas 6800 sas-cov-2 test with the same test or with the genxpert test. Some retested samples generated negative results with the genxpert test. The genxpert results were released. No harm is alleged.

Manufacturer narrative:
Information on the number of alleged samples and run data have been requested but not yet provided. An investigation is ongoing. A supplemental report will be provided when the investigation is completed. (B)(4).

Manufacturer narrative:
Data was provided and reviewed. Raw data files were provided for 3 of the 16 batches that contained discrepant results. The 3 batches that were provided contained 13 of the discrepant samples. The limited data shows valid runs with the samples in question showing CT values that indicate samples at or near the limit of detection (lod) for the cobas® sars-cov-2 test with low amplification present. It can be expected that with samples near the lod with low viral concentrations that only one target will be detected. The customer also noted that there may have been a contamination event that occurred during the time in which all the results in question were generated. Based on the limited data provided, the discrepant results observed are due to sample specific factors and there is no indication of a product problem. In addition, review of the instrument data did not find an instrument problem. A batch MDR is being submitted for this event as no results generated by the cobas instrument were released, only the genxpert results were released. B5 - describe event or problem was updated to indicate some retested samples generated negative results with the same test or with the genxpert test. B6 - relevant test/laboratory data was updated to include information from a spreadsheet with test results provided by the customer. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from spain reported potential false positive sars-cov-2 results when using the cobas sars-cov-2 test for use of the cobas 6800/8800 systems compared to retest on the cobas 6800 and genxpert. The customer indicated they retested some positive samples from the initial cobas 6800 sas-cov-2 test with the same test or with the genxpert test. Some retested samples generated negative results with the same test or with the genxpert test. The genxpert results were released. No harm is alleged.